Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw and the rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2011. The 4968-35 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant the patient had a normal post-operative interrogation and thresholds. The patient went in for a routine chest x-ray, which revealed that the right ventricular (rv) lead was not fully engaged in the header. At that time, a decision was made to cap and replace the rv lead, and the implantable pulse generator (ipg) was reconnected to the new lead. It was noted that post implant of the of the new rv lead, there was high, out of range, infinite impedance measured and the thresholds were shown to be high when checked in bipolar. Before reprogramming the ipg to unipolar, the ipg stopped capturing. Reprogramming to two different modes was performed and neither elicited capture. At this time it was noted that the patient's abdomen was being stimulated by the ipg as evidenced by thumping. The patient was re-draped and the new rv lead was re-tested through the analyzer and was found to have good numbers. The decision was made to explant the ipg and replace with a new device. The new device had no issues and was normal at post procedure interrogation. It was noted that during the procedure, the patient went asystolic, requiring chest compressions until the patient's escape rhythm came in. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device had a potential header issue with an open circuit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.